Event description:
A (B)(4) old female patient contacted zoll lifecor customer support to report that the device is alarming her every hour. A review of the patient's download revealed multiple check pad messages. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.